Event description:
Customer received a result of 102 mg/dl on the performa system, and a result of 203 mg/dl on the active system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa system (lot number 473281, expiration date 11/30/2015). (B)(4).